Event description:
During review of internal programming history on (B)(6) 2012, a computer software error was observed on adjusted date of (B)(6)2010). While performing the review it was noted on (B)(6) 2010 (the adjusted date - original date is (B)(6) 2010) the device was interrogated and the settings were 2.25/30/250/30/3, a system diagnostic was performed and resulted in "fault" the device was interrogated and the settings were changed to 0/30/250/30/3 and were not programmed programmed to intended settings prior to the patient leaving the visit. The patient returned to clinic on (B)(6) 2010 and their settings were corrected at that time.

Manufacturer narrative:
Analysis of programming history.